Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a cracked reservoir tube window, cracked case at a display window corner, and minor scratches on the display window.

Event description:
It was reported that the customer's battery rim had cracks and was falling apart. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.